Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on december 18, 2008 that a radial jaw 3 biopsy forceps was being prepared for a biopsy. According to the complainant, upon initial examination of the device, the cups of the device were noted to be bent. An attempt to manually straighten the cups was unsuccessful. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.